Event description:
Customer reported receiving an error-3 message on her freestyle freedom lite meter and being unable to test, which resulted in delay in her regular diabetic treatment and experiencing dizziness and lightheadedness. She further reported being transported to a local hospital and during her 2-day inpatient stay, got diagnosed with hyperglycemia and treated with insulin. She also reported self-treating with her regular oral diabetic medications to stabilize her blood sugar. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.